Event description:
It was reported that during a pci procedure, the maverick 2 monorail balloon ruptured. The balloon was being used to pre-dilate a calcified, 100% chronic total occlusion (cto) in the mid left anterior descending (lad) artery. The rupture occurred at 6atm during the first inflation. The physician noticed a pressure decrease and a leak was noted under fluoroscopy. The procedure was successfully completed with a different device. There were no reported patient complications. Patient's status listed as "good."

Manufacturer narrative:
The device was not returned, therefore, a technical analysis could not be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the device history records found that the device met its material, assembly and product specifications, at the time of release to distribution.